Manufacturer narrative:
Conclusion: at the time of the procedure, the hospital was using a cincinnati sub-zero blanketrol model 200-7a that was manufactured in january of 1982, along with an unidentified heat exchanger (blanket). This blanketrol unit was the first of its type with redundant high limit safeties to make it the safest unit of its kind at the time it was introduced. After the alleged incident, the hospital tested the device on (B)(4) 2013, with no operational issues noted. Based on communications with the facilities legal representative, (B)(4) believes an electrosurgical device may have been used concurrently with the blanketrol unit. The presence of smoke would indicate an electrical assignable cause for the tissue injury. The csz blanketrol model 200 hyper-hypothermia system is used to lower or raise a pt's body temperature and/or maintain normal body temperature, as required, through conductive heat transfer. The blanketrol model 200 is comprised of two safeties. If the unit were to rise above 42 degrees celsius the primary safety would discontinue power to the heater. If the primary safety were to fail, the secondary safety is set to discontinue power at 45 degree celsius. Additionally, when the secondary safety is activated, a visual safety high temperature warning light is located at the front of the unit. Some temperature reduction occurs during water transfer to the pads/blankets. The connecting hoses and the heat exchanger (blanket) absorb the heat so the blanket contact surface temperature is reduced approximately 1 degree celsius to 1.5 degrees celsius. (Reference attached test report (B)(4)). If the reservoir was set and maintained at 38 degree celsius the blanket contact surface temperature would be lower than the set temperature. According to stoll and greene tissue damage curve, in order to experience tissue damage the skin would need to be exposed to temperature at 42 degrees celsius for over 5 hours. The procedure was conducted in 1 hour and 25 minutes with the reservoir temperature maintained at 37/38 degrees celsius. After reviewing the information received during the investigation, and based on our experience with this device we have concluded the following: the preexisting significant morbidity of the pt contributed to this incident. (Very young babies are at a higher risk for sepsis particularly if they have other health problems. Reference attached webmd "sepsis" article). There was no deficiency identified with the (B)(4) blanketrol model 200 7-a. Based on the information available, the tissue injury is believed to be a result of improper equipment set up involving a grounding pad used with an electrosurgical device. At this time, (B)(4) concludes the blanketrol model 200-7a is not responsible for the alleged tissue injury or cause of pt death.

Event description:
The following information was forwarded by (B)(6) distributor. Complaint: parent of newborn twins reported that both babies died from alleged medical malpractice committed in the (B)(6). The father of the children, said his small (B)(6) died by a virus-hospital, while her (B)(6) was killed after suffering burns after surgery. The second lowest would have died from burns by a thermal blanket. Is a thermal cushion with water circulating pump that allows the temperature range between -5 and 37 degrees. (B)(4).